Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The customer noticed there was crystallization on the ise drain. The customer cleaned the drain. Ise checks were performed and failed. The field service engineer determined the ise probe was misaligned. The probe was replaced and alignments were performed. The ise flow path was inspected. Reagents were primed and ise checks were performed. Calibration, controls, and precision studies were performed. All checks were successful and controls were within the laboratory's specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the sodium electrode on a cobas 6000 c (501) module. The customer decided to repeat patient sample after having issues with quality control recovery. The first sample initially resulted in a sodium value of 133 mmol/l and it repeated as 142 mmol/l. The second sample initially resulted in a sodium value of 150 mmol/l and it repeated as 143 mmol/l.

Manufacturer narrative:
The repeat results were deemed correct. Calibration data showed multiple alarms on the day prior to and on the day of the event. The last calibration performed on the day of the event had no alarms. Sodium controls run on the day of the event were acceptable. A review of alarm trace data showed no relevant alarms. The investigation determined that the issue found by the fse (misaligned probe) was the root cause of the event. The service actions resolved the issue.